Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned yet.

Event description:
It was reported that the port system was implanted via the right subclavian vein. Imaging was completed and an alleged catheter break was reported. The port system including the detached distal fragment of the catheter was removed subcutaneously on the same day. Device was not replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device returned was one ti lp port with 8 fr s/l groshong catheter segment. Visual and microscopic evaluations were performed of the physical sample. A longitudinal split and partial circumferential crease were noted between the 10cm and 11cm depth markers. The crease appears to be the result of material buckling due to flexural fatigue. Therefore the complaint is unconfirmed for (B)(4) - subq leak/break/split w/ embo and is confirmed for (B)(4) - flexural fatigue damage. The investigation indicates that the root cause is flexural fatigue, which is related to clinical conditions. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the port system was implanted via the right subclavian vein. Imaging was completed and an alleged catheter break was reported. The port system including the detached distal fragment of the catheter was removed subcutaneously on the same day. Device was not replaced. There was no reported patient injury.